Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument movement was bad. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.